Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 415 mg/dl. Customer treated their high blood glucose via insulin pen. Troubleshooting for the button error alarm was performed. Customer advised they had a stuck button when they attempted to bolus. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.